Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the protective sheath, stylet and stent implant were returned for analysis. The reported unstable stent was able to be confirmed. The reported material deformation was able to be confirmed. Based on a visual inspection of the returned protective sheath, stylet and stent implant, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, a definitive cause for the reported/noted difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpacking of a 3.0 x 33 mm xience xpedition stent delivery system, the stent was partially uncoiled (flared struts). The device was not used. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis identified a dislodged stent and the site confirmed the stent was found loose in the package. It was not crimped on the balloon.